Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that a lead was displaced when exercising and another lead was "cracked" this patient has had two leads taken out of service, one of which is a competitor lead. However, it is unknown which lead exhibited which observation. This right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information from the patient that a lead was displaced when exercising and another lead was cracked. This patient has had two leads taken out of service, one of which is a competitor lead. However, it is unknown which lead exhibited which observation. This right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.